Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was found in standby mode (back-up mode) and successfully re-initialized.

Manufacturer narrative:
(B)(4). New files received on (B)(6) 2016. Please refer to the attached final analysis report for complete details.

Event description:
Reportedly, the device was found in standby mode (back-up mode) and successfully re-initialized.

Manufacturer narrative:
(B)(4). Following our recommendations, device was explanted and will be returned for analysis.

Event description:
Reportedly, the device was found in standby mode (back-up mode) and successfully re-initialized.

Manufacturer narrative:
Preliminary analysis of the returned device reveal a failure at the level of an integrated circuit.

Event description:
Reportedly, the device was found in standby mode (back-up mode) and successfully re-initialized.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the device was found in standby mode (back-up mode) and successfully re-initialized.